Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was an accidental failure of the parts of the power supply.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was burned in for 6 hours using a test light source and multiple test scopes. No power issues were observed during testing.

Event description:
A user facility reported to olympus that the unit shut down during a case. The intended procedure was completed using the same delay without a delay. There was no patient injury or medical intervention that occurred associated with the event reported to olympus.